Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va07xlv, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device helped in the beginning but at the time of report; her incontinence was so bad, she wore heavy pads. There was a loss of therapy. It was also noted that she felt a sharp pain in her sacral nerve area going to her vagina that lasted for a minute or two. It only happened when she sat. The patient did not feel stimulation; she had to concentrate real hard to feel it. Therapy was on; it was on program 3 at 4.9v. There was no fall or trauma related to this issue. When stim was increased to 5.1v, the patient felt it a little and wanted to try it there. She had a follow up appointment 2 weeks after the date of report. These issues started in 2016. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. **omitted information about hip replacements/ dislocations prior to getting the device** the patient later reported that they had experienced a loss or change of therapy. Pt reported she was still having incontinence and pain since the last time she called in. Pt stated since then she had followed up with her managing hcp (healthcare provider) about 3 weeks ago and they had increased her stim for her. Pt reported the stim was a bit painful in the beginning but she got used to it and had better control. Pt stated her hcp had reviewed with her that certain positional movements will cause stronger stim. Pt stated she received a letter from the manufacturer about follow up and stated she will fill it out and send it back. Additional information was received from the patient and it was reported that she recently had the whole system replaced. The patient reported that ¿something was broken and was affecting the stimulation and of course the battery was dead¿ so they had to replace everything. The patient reported that she didn¿t know if anything was wrong with the lead. The patient reported that she thought that when they went in to replace the battery they saw the lead was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.